Event description:
It was reported that during an ipg replacement ( reference manufacturer report number: 3006705815-2022-15437) the physician explanted and replaced the patient's right sided lead with a new lead due to the lead had migrated to the ipg pocket. Reportedly, therapy was restored post op. Investigation was unable to determine which of the 2 leads migrated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000119081. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.